Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # 692c67. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: exact event date unk, entered 1/1/2024 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. In addition, a tyvek and an open package were received along with the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 692c67, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the battery does not work. No patient consequences were reported.